Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline was not returned. The inlet tube, inflow graft, and inlet elbow revealed pink, tissue-like depositions. The depositions appeared to be adhered biological lining that developed at this location over an undetermined period of time. However, a specific cause for the development of these depositions could not be determined. The proximal rotor revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The blades and body of the rotor revealed dark red, hard depositions. The depositions were denatured, indicating that they were present while the pump was supporting the patient. However, the depositions did not appear to have developed at this location, and appeared to have been ingested into the pump. The depositions would have impeded flow. Although a specific cause for the depositions found inside the pump and a time frame for which they were present could not be determined, they would have potentially contributed to the report of elevated ldh. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a history of previously unreported elevated lactate dehydrogenase (ldh) and suspected pump thrombus. The patient had recurrent admissions the first 3 months postoperatively due to elevated ldh. During each admission, the patient was placed on a heparin infusion until the ldh would return to the baseline of approximately 600 u/l. The patient had stable ldh values and pump function for almost one year. However, in (B)(6) of 2016 the patient was admitted for approximately 2 weeks due to an elevated ldh of 801 u/l. It was reported that there was no pump dysfunction or hemolysis. The ldh returned to baseline and the patient was discharged. On (B)(6) 2017, the patient was admitted with an ldh of 786 u/l and the system controller producing low flow alarms. The patient did not have signs or symptoms of hemolysis or heart failure. A ramp echocardiogram was completed. Aside from lvad speed adjustment by the clinicians, no device issues were reported. A CT angiogram was normal. The patient was discharged on (B)(6) 2017 with an ldh at baseline of 589 u/l. Due to the recurrent admissions and concern for pump thrombus the implanting center began the process for transplant listing. On (B)(6) 2017 the patient was admitted for elevated ldh and was placed on heparin. A right heart catheterization indicated inadequate pump support, and the patient developed gross hematuria. The patient was urgently listed as status 1a for transplant, and the transplant took place on (B)(6) 2017.